Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the device at the service center, the repair technician reported that the blood parameter monitor probe failed the manufacturing self-test. The monitor was originally returned for a failure to calibrate when the technician observed the probe failure. Since this event occurred at the service center, there was no patient involvement during this event.